Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. The iob feature was tested using the patient's settings, I:c of 1:6 and isf of 25 with a duration of 2 hours, the pump was programmed for an ezcarb bolus for 60 carbs and the pump correctly calculated a 10 unit bolus. A second ezcarb bolus for 60 carbs was programmed and the pump correctly showed 9.99 units in the insulin on board. Two hours after the bolus a third ezcarb bolus was programmed and the pump correctly showed 0 units in the insulin on board. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No defects were found during testing.

Manufacturer narrative:
The patient has continued to use the pump without further reported bg excursions. The user's guide repeatedly instructs patients that the bolus calculation is to be viewed as a recommendation only. The pump is designed intentionally with a bolus delivery feature by which the patient is required to input the desired bolus based in part on the pump recommendation prior to delivery. The use of the iob in the bolus calculation is one of the optional advanced features of the pump. The health care provider prescribes and programs this feature, and instructs the patient how to use it. At this time, there is no indication of a malfunction or defect in the bolus calculation. The pump is not expected for return to animas at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The patient contacted customer technical support to review the iob amount in a bolus calculation; she expressed concern that the calculation was incorrect. The patient reported that on (B)(6) 2012, she twice experienced blood glucose (bg) about 40mg/dl with weakness and slight confusion; the patient said she self-treated the low bg with oral carbohydrates. The patient attributed the first low bg to an early delivery of a mealtime bolus with a time lapse before meal consumption. She said she experienced a rebound high bg and after delivery of the bolus recommend by the pump she experienced a second low bg. At the time of the contact, the patient reported bg about 100mg/dl without any symptoms. The patient reviewed the iob calculation with cts who confirmed that the correction was correct. Cts educated the patient about iob calculations. This complaint is being reported due to the following conclusion: the patient experienced one instance of hypoglycemia after delay of food intake, which is unrelated to pump use. The cause of the second instance of hypoglycemia was attributed to the possibility of incorrect pump settings including the patient¿s self-adjustments of basal rates and the pump's iob setting of 5 hours duration. The longer-than-usual iob duration could account for a bolus calculation that was higher than needed. Although there was a report of serious injury, there is no malfunction or defect associated with this complaint.